Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient thought their trial lead wire had moved. It was stated the patient started the trial on (B)(6)-2013 and now they were feeling stimulation in their upper buttocks area.